Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the screw slipped during insertion. The screw was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Macroscopic and optical examination of both boss's and fas received revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread. Functional evaluation with a sample m8 mas found the boss unable to be engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.